Event description:
Reported that door latch assembly, on IV pump module, did not retrack the tubing clamp mechanism on the tubing set. Have no record of which IV pump module was used to verify malfunction. Could not verify that clinician used roller clamp on tubing set, large volume of nitro was infused into pt. No apparent long term adverse effect to pt reported.